Event description:
It was reported that an m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 22 months. Weight: 12 kgs. Height: 100 cm. Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the m.blue does not operates within the accepted tolerances in the horizontal position at an opening pressure of 20 cm h2o (delivery pressure), while the progav 2.0 operates within the specified tolerances in the horizontal position. An accelerated outflow of m.blue could be determined. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can detect an accelerated outflow at the m.blue, in vertical position at an opening pressure of 20 cmh2o. The deposits visible in the valve may have led to the change in flow rate. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Furthermore, deposits can be detected in the progav 2.0. These deposits did not affect the technical properties at the time of testing. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.